Event description:
It was reported that when the obturator was inserted into the patient's abdomen and then pulled back out, the blade did not retract. There was no patient injury reported.

Manufacturer narrative:
The device was evaluated by ascent and a visual examination did not reveal any damaged components. Functional testing was performed and revealed the blade protector would not lock in place which allowed the blade to be exposed. The device was taken apart and a visual exam showed the locking mechanism was slightly bent. A review of the lot control sheet for the reported device indicated that the instrument passed all applicable tests and inspections prior to release. Since the device passed all function testing before leaving ascent, it is unknown at which point the locking mechanism became bent. Ascent's instructions for use state: the incorporation of the shield feature in the trocar design is intended to minimize the likelihood of penetrating injury to intra-abdominal or intra-thoracic structures. However, because the trocar tip will be temporarily unprotected before shield advancement, the standard precautionary measures for all trocar insertions must be observed. The reported event is not occurring more frequently or with greater severity than is usual for the device.